Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the insulin pump was cracked, the motor was louder when rewinding, and there was a delayed response when the buttons were pressed. The customer also reported random "no delivery" alarms, poor-quality site ports over the past few years, and sensors that lasted only three to four days. The customer reported no adverse event. The event involved product(s) mmt-7040a, unk_ngp, mmt-397a, mmt-332a, mmt-1884. Troubleshooting was not performed for the rewind anomaly, cosmetic damage, keypad anomaly and bad sensor. Troubleshooting was not performed as the customer reported the event insulin flow blocked alarm that occurred in the past. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for unk_ngp. No product return is required for mmt-397a. No product return is required for mmt-332a. Product mmt-1884 was return for analysis.